Manufacturer narrative:
The abutment was removed under a general anaesthetic on july 03, 2019.

Manufacturer narrative:
Correction: product details updated. This report is submitted on september 17, 2019.

Manufacturer narrative:
This report is submitted on july 03, 2019.

Event description:
Per the clinic, the patient experienced infection at abutment site and underwent skin revision surgery (date not reported). Clinical management is ongoing.